Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that thirty minutes following placement of a smiths medical portex® cuffed blue line ultra® tracheostomy tube a rash was noted on the patient. It was reported to look like an allergic reaction. It was required to change out the tube with a suctionaid and the patient recovered by the rash disappearing. There were no further reported adverse effects.

Manufacturer narrative:
One portex® suctionaid tracheostomy tube was received for analysis in used condition. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were observed. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The complaint was not confirmed; therefore, no root cause has to be determined.